Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the pt's hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported that on (B)(6) 2014 her blood glucose and insulin history is as follows: she was vomiting for every 45 minutes so she gave a manual injection of insulin (exact dosage was not provided). She also stated that she did not have anything to eat for 2 days. The cannula was correctly inserted into the infusion site and the pink slide insert did move forward. Upon removal she stated that the cannula did not come all the way out as it was not as long as the other pods. She went to the hosp and upon arrival they placed her on an intravenous drip of insulin and fluids. She is doing better not at the time of the call.